Event description:
The mother reported via phone call that the customer received a button error alarm. The customer's blood glucose was 181 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. The pump had unresponsive up buttons due to corroded keypad traces. No moisture damage was noted on the electronic assembly. The pump also had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip, and a cracked case at the reservoir tube window.